Event description:
The following was reported to hamilton medical ag: summary: technical faults occurred and the screen became black during ventilation. Therefore, the hospital staff replaced the device with another ventilator for the patient.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).